Event description:
Approximately four days post index procedure, the patient collapsed at home and was taken to the hospital in a state of shock. Coronary angiography was conducted under iabp and pcps treatment and thrombus was observed from the proximal edge to inside of the implanted cypher. Aspiration and balloon angioplasty were conducted to treat the thrombus. Cardiac rupture was also observed at the anterior wall, near the ventricular apex, but no treatment could be conducted. The next day the patient's condition did not improve and the patient died several hours after the treatment, due to the cardiac rupture. The patient was admitted for a procedure with a lesion in the mid left anterior descending branch. The lesion was eccentric, bifurcated, heavily calcified and 25mm in length. The vessel was 2.6mm in diameter. The lesion was pre-dilated and a 2.5 x 28mm cypher stent was implanted at 14atm. The stent was post-dilated and the residual percentage of stenosis was 0. Timi flow was grade 3 pre and post procedure. The physician commented that the cause of death was cardiac rupture. The physician also indicated that the cause of the thrombotic event was that the stent might have been under-dilated, due to the highly calcified lesion. The patient's medications included aspirin, clopidogrel, heparin and isosorbide.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a patient died approximately four days post index procedure; the patient collapsed at home and was taken to the hospital in a state of shock. The patient's medical history was significant for angina, hypertension, hyperlipidemia and a cerebral infarction. The target lesion was the mid left anterior descending branch. The lesion was described as bifurcated, heavily calcified, 25mm in length and 2.6mm in diameter. The percent of stenosis is unknown. The lesion was pre-dilated followed by the implant of a 2.5mm x 28mm cypher at 14atms. The stent was post-dilated and the residual percent of stenosis was 0%. Approximately four days later, the patient was taken to the hospital in a state of shock. The patient was intubated and an intra-aortic balloon pump was inserted. Angiography was performed and revealed thrombus from the proximal edge to inside the implanted cypher stent. The event was treated with aspiration and balloon angioplasty. Cardiac rupture was also observed at the anterior wall near the ventricular apex, but treatment could not be performed. The next day, the patient's condition deteriorated and the patient died. The physician commented that the cause of death was cardiac rupture. The physician also indicated that the cause of the thrombotic event was that the stent might have been under-dilated, due to the highly calcified lesion. The patient's medications included aspirin, clopidogrel, heparin and isosorbide. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery stent thrombosis and stent under expansion are known potential adverse events associated with implanting coronary artery stents. Ventricular rupture is related to a weakness in the wall of the ventricle, typically related to ischemic insult. Rotablator atherectomy is recommended for heavily calcified lesions prior to stent implant. Review of the information provided suggests that the ventricular rupture is a result of the thrombotic event and the thrombosis and most likely related to vessel/lesion characteristics of being in a bifurcated and heavily calcified lesion. The IFU cautions against implanting this stent in the area of a bifurcation. The report of stent under expanded could not be confirmed without ivus, but is most likely related to vessel/lesion characteristics. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The following products were used during the procedure: a 2.25 x 20mm balloon catheter and a 2.5 x 8mm balloon catheter. This (B) (4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.